Event description:
It was initially reported in clinic notes that the pt was having an increase in seizures, unk of above or below baseline which are less severe. The pt generator is nearing end of service so it was replaced prophylactically. The generator has been returned to the MFR for evaluation. Product analysis is planned but has not occurred. Good faith attempts for more info have been unsuccessful to date.